Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the c and d cable was pulled from the strain relief at the distribution node. The root cause for the strained cable was excessive force. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported an electrode belt cannot run detect and treat testing.